Manufacturer narrative:
(B)(4): the reported complaint was observed on the error log, however, pa was unable to reproduce failure in test. A secondary issue was noted where group capacitors (20, 84, 85, 86) were found shorted. The test strips involved with this complaint passed testing with no faults found. Test strip vial (lot# 3319037) was also returned and passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.